Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.5, lab: 2.5. This is the second time she is using the meter and the first time she is testing by herself. Her target is 2.0-3.0 for one doctor and 2.5-3.0 for another.

Manufacturer narrative:
Investigation pending.